Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was fractured. The physician was able to retrieve the device by introducing a guide extension, pulling the device into the extension, and completely removing it from the patients body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached and twisted 17 cm from the lap joint section, and the sheath was kinked. An imaging core windup with a broken driveshaft began 139.1 cm from the distal end of the connector shaft. Based on this evidence, the catheter damaged/defective as reported code is confirmed. The imaging window twisting during the visual test could have contributed to the catheter damaged/defective condition. The imaging core windup with a broken driveshaft and detached imaging window found could contribute to device malfunction during the procedure; however, the kink found during the impedance test could not have contributed to the catheter damaged/defective condition.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was fractured. The physician was able to retrieve the device by introducing a guide extension, pulling the device into the extension, and completely removing it from the patients body. The procedure was completed with another of the same device. No patient complications were reported.